Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed on the membrane and was confirmed with hemastix and the machine had minor blood leak alarm. Estimated blood loss was 200cc's. The clinic manager stated that 200cc's of normal saline were administered to the pt to replace the lost volume of blood. Pt completed treatment with a new set up. Pt had no adverse effects and the nurse stated that no medical intervention was required. Sample is not available; sample was discarded.

Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical and plant investigations.